Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during procedure, the hydrophilic tip coating peel exposing the distal tip of the metal core wire. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the device presents the pebax section detached, exposing the corewire tip approximately 1.8cm. Presence of adhesive remnants were found indicating that the pebax was properly attached to the corewire. No evidence of corewire fracture. The ptfe jacket did not present any anomaly. The returned device is consistent with the complaint that the distal tip of the guidewire detached exposing the corewire tip. It is possible that unstated procedure and handling factors may have contributed to the device damage, including but not limited to interaction with other devices and handling of the device during the preparation for the procedure. Therefore, ¿handling damage¿ is the most probable root cause for this incident. A DHR (device history record) review was performed and no deviation was found. No other complaints have been reported for lot number 15876316.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during procedure, the hydrophilic tip coating peel exposing the distal tip of the metal core wire. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of guidewire distal tip damage, exposing the tip of the metal core wire. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental medwatch will be filed.